Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely with post-paced t-wave oversensing (pptwos). The patient did not receive therapy during the oversensing. The programming changes were not made at the time and would be discussed with the following physician. No patient consequences reported.